Event description:
It was reported that this right atrial (ra) lead was dislodged during manual extraction. This ra lead was explanted and replaced. No additional adverse patient effects were reported.